Manufacturer narrative:
(B)(4). Additional information: the analysis found that one ple60a device was returned in good visual condition and with two ecr60d cartridge reloads present. Cartridge (b, c) l54d0r, ecr60d, were received fully fired and in good visual conditions. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as no malformed staples were noted during functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a gastric sleeve procedure, clips of the third reload didn't close. Bleeding occured. No higher effort, no noises. Surgery was finished with laparatomy.

Manufacturer narrative:
(B)(4). Information was not provided by the contact. Information anticipated, but unavailable at this time. The following information was requested, but unavailable: on what tissue type was the device used? At what location on the tissue? Was it used on thick tissue? ¿clips of the third reload didn't close¿ were the clips not formed properly or not at all? Please explain more detailed. Were the clips unformed, malformed, please describe the shape. During which stroke did the event occur? What color cartridge was being used? Was the cartridge correct inserted, did they hear the ¿click¿? What other color cartridges were used before this event? Was buttressing material utilized? If so, which product? Did the surgeon waited the recommended 15 seconds after closing and before firing the device? Was the instrument fired across or near an existing staple line or clip? Were any of the forces higher or lower than expected (closing, firing, or opening)? After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Was there any difficulty removing the device from the tissue? How much blood did the patient lost? Was a transfusion required? Was the conversion to an open procedure only caused by the difficulties with the device? Or were there other circumstances, patient conditions or surgeon¿s preferences that may have cause this? Has additional tissue to be cut out? If yes, please specify the amount of additional tissue in cm. Please specify the amount of additional tissue in cm, or was this tissue intended to be cut away anyway? What is the age and sex of the patient? What is the current status of the patient? Did the staples deploy or were they just malformed? Was the issue noticed on both the left and right side of the cut line? Was the site if of the bleeding identified? Are photos or video available?